Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an affera ablation procedure, the left ventricular lead of a competitor's implantable cardioverter defibrillator became damaged, resulting in loss of pacing and capture. The patient had a pre-existing complete heart block with an escape rhythm at 40 beats per minute, which supported the patient when the ICD lost capture. The left ventricular lead was reprogrammed. The procedure was temporarily interrupted, but completed with no further issue. Battery longevity of the ICD decreased from 7.5 years to 4.5 years following the ablation. No further patient complications have been reported as a result of this event.